Event description:
It was reported that the anesthesia system when it was in use generated alarms indicating a leakage. Alarms for airway pressure high were found in the logs. There was no patient harm. Manufacturer's reference #: (B)(4).